Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had a full system explant about 2 months prior due to infection at the ipg site. The patient was then reimplanted with a new system on (B)(6) 2019. The patient had effective therapy post op.